Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited small noise on the shock channel and undersensing of ventricular fibrillation (vf) that resulted in a less than 30 second delay in therapy. Anti-tachycardia pacing (atp) was delivered, however, was unsuccessful in converting the rhythm. Shock therapy was then delivered and converted the rhythm. No adverse patient effects were reported. The device and lead were later explanted and replaced for unrelated reasons.